Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with missing display window cover.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer's blood glucose was 209 mg/dl. The customer stated that there was a crack on the side of the insulin pump. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.